Manufacturer narrative:
Investigation findings: this product was not rec'd for eval, as it was discarded by the facility. A review of product history since device marketed in 2004, shows one similar complaint. There were no injuries reported. Conmed linvatec will continue to monitor for this product for failures.

Event description:
It was reported that the eyelet of this suture anchor broke off during insertion. The broken portion was retrieved in its entirety without injury or surgical delay and the procedure was completed with another anchor.